Manufacturer narrative:
The technician found that the brake steer spacers were missing. The most likely cause is normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the brake steer spacers to resolve the issue. Based on this information, no further action is required.

Event description:
The technician found the bed in the repair shop at the facility and the brake was not holding. There was no patient/user injury reported. (B)(4).